Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved by a system power cycle and sterile adapter (sa) reinstallation on usm 1. The tse explained that the error was due to a communication issue and a system power cycle would resolve it. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. .

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, a repeated recoverable error 25003 occurred, and the instrument could not be opened while the jaws were grasping the patient¿s tissue. Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had pressed the ¿recover fault¿ button, but the issue was not resolved. The tse advised the customer to use the instrument release kit (irk) to open the instrument jaws. However, the surgeon elected to use another laparoscopic instrument to open the jaws to free the tissue. The tse had the customer power cycle the system and reinstall the sterile adapter (sa) on the universal surgical manipulator (usm) 1, which resolved the issue. The tse explained that the error was due to a communication issue. The procedure was completing as planned with no reported injury.